Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results for phosphorous, calcium, and albumin (alb) on three patient samples. Of the results provided, the result for alb on one patient sample was erroneous and reported outside the laboratory. The initial alb was < 0.2 g/dl with a data flag. The repeat result was 4.9 g/dl. There was no adverse event. The alb reagent lot number was 15379301 with an expiration date of 09/30/2017. The field service representative found residue in the sample probe and debris in the cell wash tubing. He cleaned the sample probe, cell wash tubing, and filter. He ran precision testing, which was within specifications.

Manufacturer narrative:
The investigation confirmed the issue found by the field service representative was the root cause of the event. The customer has noted no further problems since the service visit.